Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer declined troubleshooting. Customer went on stating the device wont rewind. Customer was hesitant to troubleshoot the device. Customer did not want to go through a lengthy process. Customer then stated that when the device rewinds it sounds like metal on metal and it take long to rewind. Sometimes it rewinds but the device does not beep. Customer reported having the rewind issue for two weeks. Customer states the device has not been dropped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.